Manufacturer narrative:
(B)(4). If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm, followed by a cascading system error 2367. This occurred on the homechoice (hc) during dwell 1 of 4, while the hp was connected. The care giver (cg) stated that the supply bag became disconnected from the set up during the therapy. The technical service representative (tsr) had the hp cycle the power to clear the alarm and close all of the clamps. The tsr advised the hp to end the therapy and start the therapy over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 during the dwell stage is confirmed because care giver stated the supply bag became disconnected. As the sample was not returned and the lot number is unknown, cause for the disconnection was not determined. Should additional relevant information become available, a follow-up report will be submitted.